Event description:
It was reported that, during a normal battery replacement procedure. This implantable pacemaker experienced a header connection issue. Which made the right atrial and right ventricular lead difficult to remove. It was decided to surgically abandon both leads and a new right ventricular lead was implanted instead. This device was explanted as this was a normal battery depletion. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
It was reported that, during a normal battery replacement procedure. This implantable pacemaker experienced a header connection issue. Which made the right atrial and right ventricular lead difficult to remove. It was decided to surgically abandon both leads and a new right ventricular lead was implanted instead. This device was explanted as this was a normal battery depletion and returned to boston scientific for analysis. No further adverse patient effects were reported.